Event description:
On (B)(6) 2011, patient reported he is currently having issues with the buttons on the infusion device. Patient stated the issue started about a month ago. Patient reported he was having issues with all of the buttons. Patient stated the buttons do pop back after being pressed. During troubleshooting, the patient attempted to press and hold the down arrow button, but the infusion device did not respond. Patient is currently using his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.